Manufacturer narrative:
Date of event: unknown. Bd received samples from the customer facility for investigation. No evaluation was completed due to the samples being expired. A review of the manufacturing records was completed for the incident lot and no issues were identified. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had problems with hemolyzed samples causing erroneous results. No report of injury or medical intervention. No report of blood exposure to mucous membrane.